Event description:
The facility representative reported "the flow sensor malfunctions" on a flogard pump. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
The device has not yet been received for evaluation. When the pump is received for evaluation, a follow-up report will be filed upon completion of the evaluation, or if additional information becomes available.